Event description:
The report stated that when the ligasure atlas handpiece was inserted into the trocar, the wire near the jaws of the device became bare.

Manufacturer narrative:
To date, the incident sample has not been received for eval. A picture of the incident sample has been requested. If the sample or picture is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.